Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would not be returned for analysis. However, the device was received for evaluation. Evaluation summary: the device was returned for analysis. The stent dislodgment was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a xience xpedition 2.75 x 23 was selected for the procedure. While trying to advance to the lesion, the stent became dislodged from the stent delivery system (sds) and was lost in the anatomy. An attempt was made to retrieve the dislodged stent, but was unsuccessful. The procedure was completed by implanting another xience xpedition stent at the desired the location. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.